Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. Moisture damage was also found on interface board.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 111 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.